Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011; inratio: 1.4, 1.4, 2.8; lab: 3.0. The first two results were around 1.4 and were pt's first time testing on his own. He was draw at a lab about 4.5 hrs later with an inr = 3.0. The 1.5 hrs after the lab draw he tested again on his inratio meter with an inr = 2.8. Pt had trouble with initial inratio tests because he applied the sample before the green light was on. Target inr is around 2.8.